Manufacturer narrative:
On 03-jun-2024 it was reported that this lead was not explanted. The correct serial number for the complaint is (B)(6) closing this report. -

Event description:
This ra lead was explanted due to dislodgement. Should additional information be received, this file will be updated.